Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that reservoir was leaking form past second o ring. Customer¿s blood glucose level was 190 mg/dl at the time of incident. Customer states there was not an air bubble in the reservoir. Customer stated that the all components were normal. The reservoir will be returned for analysis.